Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield breaks off. This occurred on 5 separate occasions, however, the dates and patient impact are unknown. The following information was provided by the initial reporter: it was reported that the safety is breaking off the needles.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/16/2020. H.6. Investigation: bd received 5 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through CAPA#1465371.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield breaks off. This occurred on 5 separate occasions, however, the dates and patient impact are unknown. The following information was provided by the initial reporter: it was reported that the safety is breaking off the needles.